Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm occurred during dwell three of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient stated that they thought that the error might have something to do with the stormy weather even though they had not lost power to the house. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention reported. No additional information is available.